Event description:
It was reported that the patient had an infection and as a result, the system was explanted. The manufacturing representative found out that the patient was scheduled for a lead and battery implant. It was discovered after that the device had been explanted about two months prior to the report. The patient was fine and was scheduled to be re-implanted on (B)(6)-2015. It was unknown if there were any patient symptoms or complications associated with the event. The products were fine and there was no alleged product issue. After follow-up, it was unknown if the infection was device related and if perioperative antibiotics were administered. The patient did not have meningitis. Both the culture source and type of organism cultured were unknown. The date of onset, primary infection location, and signs/symptoms of the infection were unknown. The treatment instituted for the infection was unknown, however, the infection was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v734509, implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3389s-40, lot# va00wwz, product type: lead. (B)(4).

Manufacturer narrative:
Estimated event date. The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# v734509, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va00wwz, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported their device had been working perfectly when it was first put in. Later, they developed a problem with falling. On one occasion, the patient fell, hit their head, and cut it open right next to the wires that go from the brain to the ins in (B)(6) 2014. The injury got infected, the patient went to the hospital, and had surgery to clean it and wash it out two months later in the middle of may. There was reportedly no problem after it was cleaned out, but nine months later in (B)(6) 2015, the patient went to the emergency room because the infection had re-manifested. The infection was all the way down to the ins in their chest. The patient¿s entire chest was infected. An emergency surgery was performed (B)(6) 2015 to completely remove the system. The patient was on antibiotics for three months before being re-implanted. The infection was resolved. No further complications are anticipated.